Event description:
It was reported during a tlif mis procedure on (B)(6) 2025 the instrument for both trail and final insertion of the implant became damaged in a way that it is not longer usable for future cases. No patient consequences. Surgery was completed successfully without surgical delay or complication

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed it was assembled with it's mating component (tft30101t). Additionally, the device was observed bent, consequently, when performing a functional test and trying the disassemble it failed. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces, however, with available information, the complete potential cause remains unknown. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the implant inserter inner shaft would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.